Manufacturer narrative:
(B)(4).the device was discarded by the customer. Therefore, no sample is available for investigation.

Event description:
It was reported that the tracheal tube was observed to be leaking. The unit was replaced for another similar device of the same identification code. There is no report of serious injury or death associated with this event.